Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a component error. Although it was reported that no movement of the patient table was possible, this could not be confirmed by the investigation. The log file shows that despite the error, limited movement was still possible. Furthermore, the system displayed an error message that only limited table movement was possible. There was a temporary malfunction of the motor controller unit (mcu) after the system was switched on for the first time (boot process) which could be remedied by rebooting the system. The temporary error only affected the patient table; the actual c-arm of the system ran without any errors. It was not possible to clarify what ultimately caused the malfunction during the boot process. As a precaution, the service technician replaced the mcu. A general, systematic error could not be determined by the investigation. Afterwards the system worked as specified and the error has not been reported again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of this event. The cause for the issue has not been determined yet. A supplemental report will be submitted if additional information becomes available. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During a procedure with an emergency patient, the user reported that no system movement was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. The reported incident occurred in (B)(6).